Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the module release latches are sticky and need replacing, as they may be contributing to channel disconnections. The event was reported to bd associate during site visit. Additionally, platens on the pump modules were sticking to the membranes with residual cleaning fluid left on the device after cleaning. There was patient involvement but no harm.